Manufacturer narrative:
The device has been received by the MFR, however it has not yet been evaluated. A review of the mfg records showed no anomalies. All of our valves are 100% inspected at the time of MFR.

Event description:
It was reported to medtronic neurosurgery that water leakage was found from the side of the delta chamber during testing before the surgery.